Event description:
I had prk eye surgery in (B)(6) of 2013 and now have frequent nights where my eyelids stick to my eyeball and if I try to open them too quickly I feel as if I am trying a layer of eye cells off of my eye. It's very painful and my eye will drain for many minutes afterwards. It's probably happening 1-2 times a week (sometimes multiple times in a night) despite the fact that I put drops in my eyes every single night. The following day after my eyelid sticks I feel as if I have a small spot of sand in my eye where it is stuck. The doctor keeps telling me it's blepharitis that's causing the dry eyes and my eye balls to stick though I never experienced this before the prk surgery. I am only (B)(6) and worried about my eyes for years to come if this continues to happen.